Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thyroidectomy procedure, once the harmonic focus tested and ready, the doctor used around ten activations, however, the gen keep periodically activate by itself occasionally. After a few auto-activation (without the activation of the surgeon), the gen11 screen showed "reassemble"; it happened more than three times and the nurses tried to re-screw it. But still, situation persisted. They tried to change another handpiece (which is quite new, remaining usage: 81) and another generator; still same situation occur. Two harmonic focus consumables has similar situation. Finally, surgeons has to open the third consumable to proceed the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9200r. The device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. There were no alert screens displayed at any time during testing. The device was analyzed, and it was determined that it was likely connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. This device is packaged and sterilized for single use only. Multiple patient uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing the batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.